Event description:
The pump was returned for investigation. Investigation revealed battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed the pump emitted multiple low and replace battery alarms. A battery compartment crack was observed. There was a crack at the solder connection at piezo causing no audible tone. There was low voltage in replacement batteries. Initial reporter: (B)(6).